Event description:
It was reported via repair work order that the bed was stuck up in elevated position and would not lower all the way down due to cherry switch connector was loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.